Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer declined a follow up in regard to obtaining an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was 49-200s mg/dl. Adjustment. The customer declined to provide further information regarding the low bg (49) and stated that healthcare provider would be contacted to adjust pump settings.